Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a total loss in hearing sensation with the device. About two weeks prior she noticed a "crackling sound". There was no accident or trauma reported.re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a total loss in hearing sensation with the device. About two weeks prior she noticed a "crackling sound". There was no accident or trauma reported. The recipient was re-implanted.